Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device/biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, when they tried to put the device on the scope, the sponge dislodged and they had to remove it from the inside of the scope. It was reported that water soluble lubricant was not applied to the top of the biopsy cap prior to use. The detached piece was successfully removed from the scope using small hemostats. The procedure was completed with another endoscope as and rx locking device/biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an rx locking device/biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, when they tried to put the device on the scope, the sponge dislodged and they had to remove it from the inside of the scope. It was reported that water soluble lubricant was not applied to the top of the biopsy cap prior to use. The detached piece was successfully removed from the scope using small hemostats. The procedure was completed with another endoscope as and rx locking device/biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Device problem code 2907 captures the reportable event of sponge detached. Investigation results: an rx biopsy cap was received for analysis. A visual evaluation of the returned device confirmed that the foam (sponge) had been separated from the rx biopsy cap. No other issues were noted. A labeling review was performed and, from the information available, this device was used in a manner inconsistent per the directions for use (dfu) / product label. The dfu states; "to insert devices through the biopsy cap, apply water soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction on the system and may damage the rubber seal or the scope's working channel." In this case, the customer reported that a water soluble lubricant was not applied to the top of the biopsy cap. Based on this information, the most probable cause is 'unintended use error caused or contributed to event.' A review of the device history record (DHR) was performed and no deviations were found.